Event description:
Pt with an intertrochanteric fracture was implanted with a ti trochanteric fixation nail, an 11.0mm ti helical blade and a 5.0mm ti locking screw. On a follow-up visit, it was noted the helical blade had migrated medially and pt was returned to the operating room on for removal and revision to a total hip. This report is #1 of 2 for the same incident.

Manufacturer narrative:
Additional info has been requested. Manufacture site and manufacture date cannot be determined without a lot number. Investigation could not be concluded, no conclusion could be drawn. No device was returned and no lot number was provided. Manufacturing records could not be reviewed without a lot number.